Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an inflammatory mass at the catheter tip and the cause of the issue was unknown. The patient had an exacerbation of chronic pain and went to the local emergency room. She was given percocet and a flu shot. The patient went to her managing physician to have the pump checked and the patient reported some slight tingling in her leg. It was also reported a magnetic resonance imaging (MRI) was performed to rule out a granuloma on (B)(6) 2013. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was also noted the healthcare provider (hcp) received a radiology report that was unremarkable and he had asked the radiologist to check the tip of the catheter specifically for a mass. The report came back that there was a 4 millimeter (mm) mass surrounding the tip of the catheter. The patient was referred to a neurosurgeon for consultation. It was also reported a post MRI check confirmed a motor stall recovery. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.